Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation in all configurations. The left ventricular lea was programmed off during a normal device change out procedure. The patient was in stable condition post operation.